Event description:
"Dealer reported motor was leaking." No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp cg, serial number/date code (B)(4) is approximately 4 years old. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; leaking of grease. The dealer observed grease leaking form the right motor/gearbox. The dealer alleged the occurrence began in (B)(6) 2012. Delayed action was due to lost paperwork. Resolution: the dealer is replacing the motor/gearbox. There is a potential of fall/slip injury. MDR filed. Further evaluation and investigation is provided invacare.